Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user sending the subject device to olympus without completing reprocessing. As a result, foreign material remained in the nozzle. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in ¿evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in ¿evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was reprocessed before it was returned for evaluation. The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the nozzle, which has been attributed to insufficient reprocessing. The evaluation was unable to confirm the type or origin of the material. There were no reports of patient involvement.